Event description:
It was reported by the customer, during preparation for use, the 3d visualization unit presented no 3d/2d image on the monitor. The sync error was blinking on the front panel with noise/sound when the device was turned on. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The front panel buttons did not light after the device was turned on due to a faulty 3dv. The sync error was not displayed on the monitor due to faulty output connectors. Rust was found on the output connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, regarding the issue of no image and led on the front panel not lighting, it is likely that phenomenon was due to the failure of the circuit board (cp substrate), regarding the synchronization error, it is likely that the phenomenon was caused by the failure of circuit board (dp substrate), regarding the noise and defective output connector, it was not possible to determine whether the phenomenon indicated occurred due to the failure of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.